Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported while flushing line patient complained of pain to PICC site. Mild swelling noted distal to PICC insertion site. More fluid noted under dressing post flush. No visible leaking of fluid from insertion site while flushing. PICC line pulled and break found. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl powerpicc solo catheter kit. The unit was functionally tested by flushing the catheter with water using a 12ml luer lok syringe. During testing, no leaks were observed. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed.

Event description:
It was reported while flushing line patient complained of pain to PICC site. Mild swelling noted distal to PICC insertion site. More fluid noted under dressing post flush. No visible leaking of fluid from insertion site while flushing. PICC line pulled and break found. No other information was provided.